Event description:
The product was used during a lesion lifting procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon applied another device and resected the malformed staple line. The hosp has reported the pt's condition as satisfactory.